Event description:
Doctors are experiencing excessive bleeding on multiple patients. Not limited to one clamp and not limited to one physician. They have all noticed recent change. They didn't provide details as to what they think the is causing the excessive bleeding

Manufacturer narrative:
No samples and pictures have been received with complaints, therefore, we cannot confirm the validity of the complaints.